Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip stapler 30 had a crunch sound when being used and would not open at first. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip stapler 30 was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection displayed no signs of physical damage. The stapler was tested in-house, and initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two blue 30 endowrist reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument passed the recognition and engagement tests on three out of three attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, and no abnormal sounds were observed during in-house testing. The instrument attached to and removed from the arm without any issues on multiple attempts. Review of instrument logs were unable to identify any failures. The instrument was fully functional. There was no problem detected. Advanced technical review (results): a review of the information associated with this event has been performed by post market qe/fae/pmi/cde/design engineer. The following additional information was provided: logs show pn 470530-09, ln t10251113-0007, was installed on the system 1x and fired 1 white reload. On the only install, clamping and firing were completed without error. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the msc logs.